Event description:
It was further reported that the procedure being performed was a percutaneous coronary intervention. The 185cm pt2 guide wire was in the acute marginal (rv branch) being used as a buddy wire while they were working in the right coronary artery. The anatomy was not tortuous or calcified. The pt2 guide wire was being pulled out from the rv branch when the distal tip of the wire looped on itself causing approximately 10-12mm of the tip to detach. The tip did not migrate and remains in the rv branch. No attempt was made to retrieve the tip. The tip remains in a location where the physician does not feel the patient is at risk and no symptoms were experienced as a result. The procedure was aborted due to heavy coronary artery disease.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unspecified procedure, a guide wire tip detachment occurred. The tip was left inside the patient. The patient is stable.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the procedure being performed was a percutaneous coronary intervention. The 185cm pt2 guide wire was in the acute marginal (rv branch) being used as a buddy wire while they were working in the right coronary artery. The anatomy was not tortuous or calcified. The pt2 guide wire was being pulled out from the rv branch when the distal tip of the wire looped on itself causing approximately 10-12mm of the tip to detach. The tip did not migrate and remains in the rv branch. No attempt was made to retrieve the tip. The tip remains in a location where the physician does not feel the patient is at risk and no symptoms were experienced as a result. The procedure was aborted due to heavy coronary artery disease.

Manufacturer narrative:
Device evaluated by manufacturer: analysis of the returned complaint device found that the wire was fractured 182.6cm from the proximal end. No kinks or bends were identified along the body of the wire. All outer diameter measurements taken were within specification. Sem analysis of the fracture site revealed the surface presents evidence of equiaxial dimple ruptures consistent with a tension overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).